Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the unit would "suddenly" turn off, though it was noted that the device would not power up on the bench with the battery returned with it. The device passed all visual incoming inspection and all incoming vxi functional testing with no anomalies found. The device was run on program 2 in an environmental chamber with a new battery for 48 hours with no anomalies observed. The device was also powered up on the bench after the oven with the same battery that was used in the oven, for another 72 hours and the device stayed on and no anomalies were observed. The device was recalibrated and functionally tested. (B)(4).

Event description:
It was reported that the external pulse generator would suddenly turn off. It was noted that the battery status showed nearly full. During initial testing the issue was able to be duplicated and again it was verified that the battery was not depleted. The generator was returned for service. No patient complications have been reported as a result of this event